Event description:
The viatorr endoprosthesis was placed. The e-ptfe portion of the stent was placed into the portal vein to the inferior vena cava. Within 48 hours, the pt returned to the hospital for an emergency liver transplant. Pathological examination revealed that the portal vein was covered with the e-ptfe. The hepatic artery, positioned behind the portal vein was compressed by the viatorr endoprosthesis. In addition, the hepatic vein was covered by the lined portion of the endoprosthesis. The pt infarcted their liver. Discussions with the physician indicated that he thinks that the incorrect placement caused the chain of events. Because of the incorrect placement, the device indirectly caused vessel occlusion. The physician did not allege any device deficiencies. According to the physician, compression of the hepatic artery by a stent is a very rare occurrence. The device is not available for examination.